Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the oxygen sensor. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).